Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. See h10.

Event description:
It was reported that wingset sezset 27x.38 12 w/o luer needle was loose and came off inside the patient's venous access. The needle was removed. The following information was provided by the initial reporter: when puncturing venous access with a scalp 27 professional reports that when making the puncture he had the impression that the scalp was loose and found that the needle was in the patient's venous access located in the month and in an anti-cubital fossa. The procedure to remove the foreign body was successfully performed. Additional information: the needle was removed successfully, which was retained in the subcutaneous tissue by the surgery team. The x-ray image mentioned in the report is not yet available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Investigation conclusion: complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Root cause description: since, an investigation could not be performed bd was unable to determine a possible root cause. Rationale: complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that wingset sezset 27x.38 12 w/o luer needle was loose and came off inside the patient's venous access. The needle was removed. The following information was provided by the initial reporter: when puncturing venous access with a scalp (B)(4) professional reports that when making the puncture he had the impression that the scalp was loose and found that the needle was in the patient's venous access located in the month and in an anti-cubital fossa. The procedure to remove the foreign body was successfully performed. Additional information: the needle was removed successfully, which was retained in the subcutaneous tissue by the surgery team. The x-ray image mentioned in the report is not yet available.